Event description:
The manufacturer received information alleging a ventilator's flow sensor failed. There was no harm or injury reported. A third-party service center received the device for evaluation and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.